Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Information references the main component of the system. Other relevant device(s) are: product ID: 37085-60, serial/lot #: (B)(4), ubd: (B)(6) 2015, UDI#: (B)(4). Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that since the patient had a battery replacement, they had been experiencing a tingling sensation in the right hand and rush of stimulation on the right side of their head. It was reported that the managing doctor ran impedances and they were normal. It was reported that the doctor tried to palpate the battery area, while checking impedances and did not see anything change with impedance values. The patient had more pronounced feeling some stimulation when they were bending over but the doctor was not able to duplicate this and find any issues with impedances. The rep asked about other troubleshooting before a surgery would be conducted. The rep was to follow up with the doctor about possible programming alternatives. On (B)(6), additional information was received from the rep indicating the cause of the tingling sensation had not been determined. The doctor brought the patient back in and they did admit that leaning over seemed to exacerbate the symptoms. The doctor palpated the device and was able to reproduce a shock like symptom. The rep noted that the issue had not been resolved yet. On (B)(6) 2018, the rep reported that they had just been notified that patient was scheduled for the left ins and extension revision on (B)(6) 2018. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Other applicable components are : product ID 37085-60 lot# serial# (B)(4), implanted: (B)(6) 2011, explanted: product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The rep indicated they covered the extension and ins replacement for the patient on (B)(6) 2018. It was reported that there were no impedance issues in pre-operation. However , patient reported that they could replicate the ¿zing¿ by pushing on the extension where it entered the ipg/ins.  Patient stated that if they moved a certain way, they could get as many as 30 ¿zings¿ in a day. There were no impedance issues intra-op and post-op with the new extension and ipg. The surgeon did not want to do a lead impedance check, nor did he ask the rep to send the devices back for further inspection. No further patient complications were reported/ anticipated as a result of this event.